Event description:
Caller reported a malfunction on pump with code malf 12, which has occurred at least three times on the current device. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to attempt a reset but was also instructed to return malfunctioning pump via ups and was sent a replacement with updated software.